Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reports that on the day the dental implant was placed, on ada site #5 of the patient's mouth a failure occurred upon insertion. The patient presented with bone type ii. Primary stability was not achieved as well as the implant was not covered with bone. Immediate extraction site was involved in the event. The clinician reports no immediate integration.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reports that on the day the dental implant was placed, on ada site #5 of the patient's mouth a failure occurred upon insertion. The patient presented with bone type ii. Primary stability was not achieved as well as the implant was not covered with bone. Immediate extraction site was involved in the event.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that on the day the dental implant was placed, on ada site #5 of the patient's mouth a failure occurred upon insertion. The patient presented with bone type ii. Primary stability was not achieved as well as the implant was not covered with bone. Immediate extraction site was involved in the event . The clinician reports no immediate integration.